Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified vantive technician. Visual inspection showed that the machine wheel was broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty wheel, and two wheels were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of an ak 98 machine was observed to be broken when the machine was moved prior to use for therapy. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.